Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. An advance instrument log has been performed by post market failure analysis engineer. The following additional information was provided: logs show pn 488530-13, ln k12250918-0114, was installed on the system 2x and fired no reloads. On both installs, the system failed to detect a valid reload and the instrument could not be used. After the second install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after inserting the cartridge into the sureform 30 curved-tip stapler, the tip would not open. The procedure was completed and no known impact or patient consequence was reported.